Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage) of ectopic') and pelvic pain ('pain/pelvic region pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage and premature birth. Concurrent conditions included hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal), and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced cyst ("cysts"). In (B)(6) of 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and migraine outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cyst and uterine leiomyoma had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, cyst, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant (B)(6) of 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91.156 kgs. Hysterosalpingogram - in (B)(6) of 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage) of ectopic') and pelvic pain ('pain/pelvic region pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion and premature birth. Concurrent conditions included hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced cyst ("cysts"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In 2018, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and migraine outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cyst and uterine leiomyoma had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, cyst, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received. Events pregnancy (ectopic), pregnancy (stillbirth or miscarriage) of ectopic, device ineffective, pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, cysts and fibroids. Laboratory data was added. Essure removal details added. Event genital bleeding was downgraded to non-serious incident. On 25-feb-2020: fu3 and fu4 were processed together. Onset date of events, medical history, concurrent condition and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.